Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon burst occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified anastomotic stoma. A 5.0 x40, 75cm gladiator elite balloon was advanced for dilation. However, during first inflation at 13 atmospheres in less than 5 seconds, the balloon burst. The device removed without any problem using the normal method, and the procedure was completed with another of the same device. The patient's condition following the procedure was stable.

Event description:
It was reported that balloon burst occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified anastomotic stoma. A 5.0 x40, 75cm gladiator elite balloon was advanced for dilation. However, during first inflation at 13 atmospheres in less than 5 seconds, the balloon burst. The device removed without any problem using the normal method, and the procedure was completed with another of the same device. The patient's condition following the procedure was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the reported device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 48mm in length and extended from a position 2mm proximal of the proximal markerband to 1mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.